Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the replacement of the recharger resolved patient's issues with having poor coupling. Patient indicated they are having an easier time charging using the replacement charger and adhesive discs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 97740 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 97754 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 37751 lot# serial# (B)(4).implanted: explanted: product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that it took them ¿4, 6, 7 times¿ before they could get any boxes during recharging of their implantable neurostimulator (ins). It was also reported that they were charging too frequently and that the stimulation ran out in 3 days. They had not been recently reprogrammed or had switched to a new group but it was noted that they had increased the parameters recently. The patient was only recharging once a week in the past. The patient stated that they turned it up but did not increase ¿it that much¿. Recharging best practices were reviewed with the patient. The patient did wear a recharging belt and charged over an under shirt and then another shirt. It was recommended to charge over just the undershirt since there might be too much bulk. The patient tried to rotate the antenna which did not resolve the issue. It was noted that there was a little bump at the pocket site. They had not used an antenna locate (al) feature yet. The patient was at work and could not troubleshoot but a box of adhesive discs was ordered. Also, the patient reported that their programmer was chewed by a dog and could not find it. No patient symptoms were reported. Additional information received on july 27, 2016 from the manufacturer¿s representative reported that the patient¿s recharger was not charging and now would not charge the ins. The patient had trouble charging for some time and was not able to get the charger to fill. The arrows seemed tight but the recharger was not charging at all or it was intermittent. The recharger showed an empty battery. It used to stay that way for week and now it was every couple of days. They ¿plug it in and plug it in¿ and it would work then. Follow up information received on (B)(6) 2016 reported that the patient was sent a new recharger. The indication for use for the implanted device was noted as non-malignant pain. Additional information received from the consumer reported that t hey were meeting with a manufacturer representative in a few weeks to resolve the stimulation running out. The patient stated that the replacement recharger resolved the charging coupling difficulties and they had not been sent a replacement programmer. Additional information received from the manufacturer representative reported that the patient was having difficulty charging and had been using adhesive discs with the recharging belt. The patient would get six coupling bars and then it dropped to four and then no coupling bars. The representative noted that while charging the device moved around and the physician did not think the device was tilted and it was not deep or flipped. No x-ray was performed and the representative was able to get six coupling bars. A poor coupling screen was seen and repositioning the antenna did not resolve the issue. A replacement recharger was sent.